Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are not able to charge their implanted neurostimulator and have been having issues for probably a couple months. Patient reported the recharger and controller have started to give them trouble. Patient confirmed they don't see any damage but reported seeing a message that says to try to recharge or recharge and then they see numbers on the screen (agent suspects patient was describing passive recharge mode). Patient said it has been giving them problems and then all of a sudden, this weekend they couldn't recharge the implant at all. Patient stated they have had to take the battery out of the controller so many times this weekend. Agent had patient plug the recharger into the controller and patient confirmed they were able to start charging with excellent quality. Patient confirmed the ins battery was 60% and then controller battery was 90%. Patient then saw a message that said recharger needs attention but when they unlocked the screen, they still saw the normal recharging screen with excellent charge quality. A few moments later patient reported seeing the battery empty message screen #79. Patient noted this is the screen they have been seeing a lot lately. Patient inspected the cont roller battery compartment and battery pack but did not see any damage. Patient confirmed the battery pack fits securely in the controller. Patient also asked for a new recharger - agent suggested patient monitor issue when they receive and use the replacement battery pack and reach back out if issue persists. The issue was not resolved. A request was sent to the repair department to replace the battery pack. Additional information was received from the patient. The patient called back stated they received the battery pack but still not able to charge the implant. They were getting recharging need attention and controller battery message. The patient stated the paddle got very hot and burning their butt last night when charging the ins. Agent confirmed there was no tissue damage on the skin. Agent confirmed there was no visible damage on the recharger (rtm) cord. Agent reopened the case and sent request to the repair dept for rtm replacement.